Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of around 28 mg/dl at the time of the incidents. The customer was at 130 mg/dl at the time of the call. The customer was given glucagon shots, glucose solution, and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer alleged insulin over delivery. Customer has been having lows for the past 30 to 40 days. The insulin pump will be returned for analysis.